Event description:
Information received indicates the right siderail is broken off of the bed.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repair is complete.